Event description:
In 2008, a doctor reported that zirconia crowns placed with maxcem elite on five different patients had fallen off.

Manufacturer narrative:
The patients' crowns were recemented using a different lot of maxcem elite cement without incident. The patients are doing fine. The actual device involved in this incident was not returned to kerr corporation for evaluation. Therefore, the retain sample underwent adhesive strength testing. The results indicated that the product was within specifications. This is the first MDR report of the five incidents reported.